Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for non-malignant pain and chronic low back pain. The patient had "problems since day one with the pump" ((B)(6) 2015). It was clarified the catheter was leaking at lumbar vertebrae level 4 and 5 (l4-l5). Since (B)(6) 2016, the patient experienced incidences of falling asleep standing up. The patient notified their healthcare provider (hcp) of the issue, but ignored her. The patient was in a car accident on (B)(6) 2016. The patient went to the emergency room (ER) and a CT scan showed the catheter was leaking. The patient showed this to her hcp and "they had to listen" to her. The patient was having surgery to get it fixed. The patient wanted to know if her pump was recalled so it could be replaced. The patient was directed to follow-up with their hcp. Additional information received from the hcp indicated the drug rates were decreased and the surgeon checked the catheter in the operating room. It was unknown if there was a catheter leak, as the catheter appeared to be intact. It was unknown if any diagnostics were performed. The surgery was performed the week prior to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.